Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer was advised to used physio quick combo pads instead of pads manufactured by a third party, as they had been using. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer stated the device dumped the charge before the customer was ready to deliver shock. The customer was contacted to confirm there was no patient use reported with the event. The customer has not responded with additional information at this time.